Event description:
It was reported that the surgeon was shocked during a case. It was reported that the biomed technician did not feel that stryker's product caused the shock. It was also reported that the patient was not injured and there was no delay to the case.